Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead was exhibiting impedance measurements greater than 2000 ohms. Impedances were previously in the 500 ohm range. R-wave measurements also decreased and noise was observed in non-sustained episodes. Defibrillation therapy was programmed off. The patient's pocket was opened and the physician did a tug test on the lead and everything appeared secure, but they did loosen the setscrews and pull the lead out and re-inserted into the header and all measurements were then normal so some kind of a connection issue was suspected. No additional adverse patient effects were reported in addition to the revision procedure.

Manufacturer narrative:
The device and rv lead remain in service. Should additional information become available, this report will be updated.